Event description:
It was reported that during implant, the setscrew of the pulse generator could not be tightened. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.